Manufacturer narrative:
(B)(4). Concomitant products: mitraclip system, steerable guide catheter, 2 implanted mitraclips. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the reported physical resistance due to the clip interacting with the chordae appears to be a result of procedural conditions; the subsequent gripper actuation issue was likely caused by the interaction and a secondary effect. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Event description:
This is filed to report that during use with the clip delivery system (cds), the grippers became unresponsive which has the potential to cause or contribute to serious injury. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. Two clips were implanted in the a2/p2 region of the mitral valve and the mr was slightly reduced to 4. The third clip delivery system (cds) was advanced. A medial cleft was noticed and a lateral jet was still present. Grasping was attempted on the lateral side of a2/p2, but the clip became entangled in the chordae. Troubleshooting was performed, and after several attempts, the clip was freed from the chordae and retracted into the left atrium. While cycling the grippers during troubleshooting, it was suspected that the grippers were non-responsive; therefore, the decision was made to remove the cds and replace the device. It was also noted that the image quality was degrading, and it was decided to replace the tee probe. While the tee probe was being replaced, a new cds was prepped and introduced into the patient. The clip was successfully deployed on the lateral side of the first two clips in the a1/p1 region. Three clips were implanted, reducing the mr to 3-4. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.